Event description:
Subject had four zephyr valves implanted in the left upper lobe on (B)(6) 2015. The subject experienced persistent respiratory failure and was treated with a secondary bronchoscopy for bronchial lavage for a mucal plug on (B)(6) 2019. The 5.5 ebv in the lingual division appeared to be deformed and was not occluding properly. The valve was not removed.